Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt that their implantable pulse generator (ipg) was not working properly and was "firing too often". The ipg remains in use. No patient complications have been reported as a result of this event.